Event description:
It was reported that the pt had recurrent herniated l3-l4 disk with recurrent multi-level spinal stenosis and degenerative lumbar disk disease. The pt underwent a multilevel foraminotomy, diskectomy, interbody fusion with cage implantation, rhbmp-2/acs and local bone graft augmentation at l3-l4 and l4-l5. A posterolateral fusion at l3-l4 and l4-l5 was performed with local bone graft, bank bone allograft and rhbmp-2/acs augmentation. Posterior fixation instrumentation was also used. Post-op, the pt began to complain of a constant sharp pain in the lumbar region and intermittent numbness and tingling in both lower extremities. Post-op, the pt presented to the hospital with increasing back pain and bilateral anterior thigh pain. MRI revealed significant edema. Culture found gram-negative identified as enterobacter. Physician recommended surgery for reexploration and deep wound debridement. A revision surgery was performed on pod 11.

Manufacturer narrative:
Products from multiple mfrs were implanted during the procedure. Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notifications purposes. Neither the device nor films of applicable imaging studies were returned to the MFR for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.